Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 147 mg/dl at the time of the incident. Customer stated that the pump worked fine this morning and then she went outside to do a little bit of yard work. Customer took the pump off and took a shower. Customer was getting ready to put the pump back on and the keypad was not responding. Customer then received a button error alarm while on the phone. Customer stated that the other day, she noticed that the plastic on the corner of the screen has a little crack in it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the display window corners, cracked display window and minor scratched display window.